Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rewind anomaly and button error. Customer stated that insulin squirts during the priming process and reservoir area was leaking insulin. Customer stated that buttons are hard and were less responsive and had to be pressed twice for response. No harm requiring medical intervention was observed. The insulin pump will not be returned for analysis